Event description:
This case was initially received via regulatory authority (anvisa, reference number: (B)(4)) on 04-feb-2021. The most recent information was received on 08-feb-2021. This spontaneous case describes the occurrence of abdominal pain ('abdominal cramps') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced abdominal pain (seriousness criterion medically significant), alopecia ("hair loss"), dizziness ("dizziness"), headache ("headache"), depression ("depression"), affective disorder ("mood disorder"), vomiting ("vomiting"), nausea ("nausea"), swelling ("generalized swelling"), dysmenorrhoea ("menstrual cramps"), vaginal haemorrhage ("vaginal haemorrhage"), abdominal distension ("swollen abdomen"), back pain ("back pain"), fatigue ("fatigue") and muscular weakness ("muscle weakness") and was found to have weight increased ("weight increased"). The patient was treated with surgery. At the time of the report, the abdominal pain, alopecia, dizziness, headache, depression, affective disorder, vomiting, nausea, swelling, weight increased, dysmenorrhoea, vaginal haemorrhage, abdominal distension, back pain, fatigue and muscular weakness outcome was unknown. The reporter considered abdominal distension, abdominal pain, affective disorder, alopecia, back pain, depression, dizziness, dysmenorrhoea, fatigue, headache, muscular weakness, nausea, swelling, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: due to essure implantation, an additional surgery was necessary (not specified). Amendment: the report was amended for the following reason: this case was upgraded from non-serious incident to serious incident, the adverse event additional surgery was deleted. The additional surgery was considered as a non-drug treatment for the adverse event abdominal pain (it became medically significant), final report was unticked and the action taken with drug was deleted. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.